Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a shocking or jolting sensation when therapy was off. It was noted that no action was taken and the patient¿s doctor explained that the patient may still be healing from surgery and she may be experiencing neuropathic pain. It was reported that there were no patient symptoms or injuries related to the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Follow up information obtained reported that the patient¿s issues had not been resolved at this time and no actions had been performed. It was noted that the patient continued to have the same ¿discomfort¿ issues. It was also reported that it was unknown if the patient was using the therapy. If additional information is received, a follow up report will be sent.